Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer stated the ECG was not working on a simulator. No pt involvement.